Manufacturer narrative:
Physio-control evaluated the device download files and was able to verify the reported events. The customer's report of a frozen display corresponds with when the ECG went to dashed lines, however a frozen display condition could not specifically be verified. Physio-control determined that the cause of the unexpected device reset was fretting corrosion on the jack connector, designator j11, on the power pcb assembly and the plug connector, designator p11, on the battery power cable assembly. Physio replaced the power pcb assembly and the battery power cable assembly. Fretting corrosion on the j11/p11 connector contributes to increased resistance on the input power path, which can result in an excessive voltage drop when high current functions (such as printing activated by a 12-lead button press) are utilized. The excessive voltage drop triggers the power fail detector circuit on the power board which in turn will cause the device to shut down or power cycle. The root cause of the frozen display could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device froze in place and then restarted itself unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the patient later passed away at the emergency room.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death". Death date of the initial medwatch report was blank. Death date of the initial medwatch report should be "09/03/2019".

Event description:
The customer contacted physio-control to report that their device froze in place and then restarted itself unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the patient later passed away at the emergency room.

Manufacturer narrative:
(B)(4). Physio-control performed and initial evaluation of the device and was not able to duplicate the reported issue. A clinical review of the data was performed and it was determined that device use may have contributed to the event. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze in place and then restarted itself unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the patient later passed away at the emergency room.